Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient s pinal pedicle screw fixation spinal therapy at l5-s1. It was reported that during an intra-operative spinal pedicle screw fixation surgery at the l5¿s1 level using a medtronic set screw, the surgeon followed the correct protocol and the internal locking screw was found to have stripped threads. The product was reported to have been utilized according to the directions for use, and it did not break. No patient symptoms or complications were reported, no treatment or additional surgery was performed as a result of the event, and the patient outcome was reported as alive with no injury. The device was reported as never implanted.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is vietnam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.